Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: occurrence: a complaint history check was performed and this is the 1st related complaint for breaks off during use npe on lot # 9291309. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle broke off and remained stuck in the novolog flex pen's rubber seal. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "needle sticks in novolog flex pen." "(B)(6) 2020 the needle broke off from the hub and stayed stuck in the rubber seal on insulin pen cl consumer stated, when he removed the pen needle after his injection, the needle only, disattached and stayed stuck in the rubber seal of the insulin pen. Stated, he was able to remove it 3 pen needles affected."